Event description:
A customer contacted beckman coulter inc. (Bec) stating that they were cycling a microsample and their coulter act diff 2 analyzer generated abnormally low rbc, hematocrit (hct) and platelets (plt) with instrument generated flags, interference flags for wbc and differentials, and hemoglobin (hgb) incomplete computations. The operator noticed the baths and vacuum isolation chamber (vic) had overflowed and the probe was dripping fluid. The operator suspected the sample had clots and started troubleshooting immediately. Routine operation was terminated until the on-site service was completed. No injury or exposure was reported. Erroneous results were not reported outside of the laboratory; there was no change to patient treatment.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting with the customer over the phone on the day of the event. Cts had the customer check the waste output line. No obstructions were observed on the waste out line or in the sink. Cts had the customer replace the waste filter and drain the wbc bath, rbc bath, and the vic, using solenoid functions. All chambers were drained. Cts then had the customer perform several start ups; start up failed platelet (plt) background check. The customer reported the plt background before issue, was '0'. Cts had the customer check for electrical interfering instruments and insure the bath shield and frame were dry and then had the customer prime the sweepflow; however the plt background issue was not resolved and onsite service was requested. A field service engineer (fse) went on-site a day after the event and found that morning startup had passed. Fse cleaned the outside of the baths and bleached the apertures, replaced the pinch valve tubing and ordered new waste filters for the customer. Fse verified repair per established procedures and results met published performance specifications. The root cause for erroneous results is unknown; however, the customer suspected the microsample had clots because of the abnormally low results and hgb incomplete computations. The root cause for the baths and chamber overflow is attributed to a clogged waste